Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with the customer reported issue to perform failure analysis and an investigation to determine the cause of the reported event is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a wire on the medium-large clip applier instrument snapped while applying the clip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. When the jaw was closed to secure the clip, the wire snapped. The issue was related to unsuccessful clip application. There was no harm or injury to the patient. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue resolved with a new clip applier.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was found to have cracked clamping pulley of input #7 (grip). The crack resulted in loss of tension of the correlating grip cable(s).